Manufacturer narrative:
The lead remains in use. The patient event logs were reviewed and confirmed multiple shorted electrodes prior to the lead revision. Without device return, the root cause of the reported event is unable to be definitively determined. The evoke scs system clinical manual states, ¿an electrode with a cross through it has high impedance (> 4000 o) and may be disconnected. A disconnected cannot be used for stimulation. Electrodes with a lightning bolt through them may be shorted (< 50 o) and care should be taken when programming. The evoke scs system surgical guide details the potential risks associated with the implantation and use of a spinal cord stimulation system, including ¿uncomfortable changes in stimulation (over stimulation).¿

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for a change in stimulation. Multiple shorted electrodes were confirmed. A lead revision was completed to reposition the leads.